Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter broke and the guidewire became stuck. The target lesion was located in a non-tortuous, non-calcified vessel. An angiojet zelante device was selected for thrombectomy. During preparation, an initial purge of 15 ml was performed. Upon introduction of the catheter through the 9 fr introducer and activation of the foot pedal, thrombectomy was not initiated due to an alarm on the angiojet system. Upon inspection, a kink and a fractured internal guidewire were observed within the device, which obstructed the flow of solution from the bag into the catheter. The kink was located medially, and the fracture was identified in the tubing, pipe portion of the device. The fractured portion had not entered the patient and became stuck outside the body during introduction. An error message was displayed after the purge, instructing the operator to check the system. The device was subsequently removed intact and replaced with a new catheter. No patient complications were reported as a result of this event.